Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026 the skin infection started from the puncture site and 3 inches beyond patch area, burning, redness, swelling, blisters, pustules, the patient went to the ER doctor, doctor prescribed cephalexin antibiotic 500mg 4x a day, mupirocin cream 2x a day. There was no change about the condition so she went back to the doctor (B)(6) 2026, she was given a shot of antibiotic then the doctor prescribed doxycycline tablet 100g 3x a day for 10 days, the doctor advised her that if the infection didn't clear up she has to come back after 5 days. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report, patient condition was unchanged. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.